Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Evaluation summary: visual and functional inspections were performed. Returned device analysis revealed a tear in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the noted outer member/shaft material rupture/tear. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the device may have been used in a procedure, however, no specific procedure information/complaint was reported. Additionally, a patient injury was not reported. There was no additional information provided. Returned device evaluation revealed a tear in the outer member. While attempting to inflate the device fluid was leaking from the tear.